Event description:
A report was received that the patient had a suspected infection at the scs implant site. It was noted that the pocket incision appeared red and some skin breakdown. The incision was healing slowly, there was drainage and patient also experienced general malaise and site tenderness. The physician drained a small grey spot above the lead site but when the incision was made there was nothing but pink tissue. The lead was buried a little deeper and closed. The spot was cleansed with chloroprep and neosporin and a large dressing were applied. The patient was prescribed antibiotics. The physician decided that infection is no longer a threat and patient does not need an explant. Incisions looked great and patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.